Event description:
It was reported that two pts suffered allergic reactions after undergoing cystoscopies at a urology center. Cidex opa solution was used to disinfect the cystoscopes. It was indicated the cystoscopes used in the procedures were not rinsed as indicated in the product IFU. It was also indicated the amount of detergent used was not being measured.